Event description:
It was reported, that this was an arteriotomy closure of the right common femoral artery. Using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two prostyle devices felt different when deploying. They had a failure of the foot to properly close. The devices were removed against resistance. Arterial damage was noted, with bleeding more than pulsatile. Eight french and larger sheaths were placed to stop bleeding and to perform the procedure. The evar procedure was completed. Hemostasis was not achieved with the two prostyle sutures. A third prostyle was deployed, with the same issues and removed against resistance. A surgical cut down was performed with surgical suturing achieving hemostasis. There was a reported clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017: against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure devices referenced in b5 are filed under separate manufacturing report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The prostyle device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The reported the device "felt different when deploying" is likely related to the users perception after the difficulty with the foot. The subsequent patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.